Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.